Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the valve was deployed canted resulting in central aortic insufficiency. A second valve was implanted to resolve the aortic insufficiency. Per report, a balloon valvuloplasty was not performed prior to valve deployment. The physician felt that with the patient¿s ejection fraction being 20 percent, an additional rapid pacing run could be detrimental to the patients hemodynamic status. Deployment of the first valve occurred without incident. Deployment was lower on the non coronary cusp side of the valve 85:15; the left coronary cusp was 50:50 in the annulus. Immediate tee by the physician did not show any paravalvular leak or aortic insufficiency. The primary operator removed the delivery system, and inserted a 5fr jr4 diagnostic catheter to retrieve the amplatz wire. Upon removal of the wire, root angiography showed a large amount of aortic insufficiency. A repeat tee was performed, and moderate to severe central aortic insufficiency was noted in the longitudinal axis view. The short axis view showed only two of the three valve leaflets to be coapting. After several attempts of taking the 5fr angled pigtail and attempting to release the non-moving leaflet, it was felt that a second valve needed to be placed. The amplatz wire was reinserted into the aorta, and a second valve was placed 2-3mm higher within the first valve. No aortic insufficiency or paravalvular leak was noted on tee. The patient remained hemodynamically stable during the entire procedure, and was discharged to the cvicu in stable condition. Post procedure, the team reviewed the imaging. It was agreed the initial valve deployment was too low on the ncc side, and the coaxial alignment of the valve was not ideal during deployment. It was felt that during removal of the amplatz wire with the jr4 after the first valve deployment, that a native leaflet/calcium was possibly moved and hung onto the valve cusp preventing proper coaptation of the sapien valve leaflets. After deployment of the second valve, a native leaflet was clearly seen on fluoro, which was most likely the root cause of the poor coaptation due to native leaflet overhang. The pre-deployment position for the first valve was 50:50. The native valve/leaflet and aortic root calcification was described as mild; there was no mitral annular calcification; and ventricular septal hypertrophy was mild. Coaxial alignment of the delivery system and the valve was not ideal; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. The stj diameter was 24-25mm and sov diameter was 28-33mm. The patient¿s ejection fraction was 20%.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. In some cases, placement of the valve in a too ventricular position can contribute to native leaflet overhang and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the patient's [porcelain aorta] caused or contributed to poor coaxial alignment of the delivery system and the valve which resulted in a canted valve position. There is no evidence this event as due to sapien valve or the ascendra 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.